Event description:
It was reported to philips that the heartstart mrx defibrillator performs the maintenance test correctly but recommends calibrating the battery. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by the philips field service engineer (fse) and with an investigation documented by philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator, indicating that during the self-test, the device prompted to calibrate the battery. The device was evaluated at the customer site. It was determined that this was a malfunction of the battery, which was replaced. The device remains at the customer site and no further evaluation is necessary at this time. Based on the information available and the testing conducted, the cause of the reported problem is due to a defective battery. Further root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The battery was replaced to resolve the issue and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.